Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of 62 mg/dl and it was addressed with glucose tablets. The contact reported that the pump had two profiles, a winter profile and a summer profile. The contact reported that the pump data showed a summer profile while the t:connect pump data showed the winter profile. The pump was last uploaded to t:connect in february and the contact claimed that the customer changed the pump profile to summer sometime in (B)(6). Upon review of t:connect pump data with tandem's technical support (cts), the pump data had been uploaded to t:connect on (B)(6) 2016 and the t:connect data did show the summer profile. Cts discussed findings with contact, the contact acknowledged, and the customer would be more vigilant when attempting to change settings or profiles.